Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition one channel migrated post-operatively out of cochlea. However, to determine an exact root cause device investigation would be necessary. Re-implantation is scheduled.

Event description:
The user_s hearing performance with the device is affected. Reportedly, the user did not make any progress with the device since activation. The father reported that there was a previous trauma to the right side of the head. Reimplantation is scheduled for (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user did not make any progress with the device since activation. With all channels activated the hearing performance is slightly better, but gets tired with the program.

Event description:
The users hearing performance with the device is affected. Reportedly, the user did not make any progress with the device since activation. The father reported that there was a previous trauma to the right side of the head. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, post-operative electrode migration was observed on imaging. The problems given in the recipient report appear to match the damage found. This is a final report.